Event description:
End user called for assistance checking the calibration of the device. After phohe trouble-shooting it was discovered that the device did test the calibration high out of range. The device was replaced and the defective one returned for investigation.